Event description:
Pt 2 of 2: the dept of health was notified by a facility that there may be a problem with infected tendon grafts. The facility has two pts who developed pseudomonas infections postoperatively. Both pts were treated with IV antibiotics and had extended hosp stays and pt #1 required explantation. It is unknown whether the second pt's graft was removed. Cdc was informed and reports no other known cases. In both of these cases the grafts were obtained from the same donor.

Event description:
Pt 1 of 2: the dept of health was notified by a facility that there may be a problem with infected tendon grafts. The facility has two pts who developed pseudomonas infections postoperatively. Both pts were treated with IV antibiotics and had extended hosp stays and pt #1 required explantation. It is unknown whether the second pt's graft was removed. Cdc was informed and reports no other known cases. In both of these cases the grafts were obtained from the same donor.